Event description:
The customer's husband called to report that, the customer was experiencing pain in the abdomen, difficulty breathing and a blood glucose reading of 341 mg/dl. The customer's body was also going cold. The paramedics were called and they took the customer to the hospital where she was treated. The customer later called from the hosp stating, she was being treated for high blood glucose levels. No troubleshooting was performed as the customer left the insulin pump at home.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.